Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (value not provided). Bg was addressed via manual injection. Customer declined to perform system check or provide any other information.